Event description:
It was reported that during a rotator cuff repair procedure the expressew iii ac+ gun device stopped functioning in between the surgery. It failed to capture the suture. A fresh autocapture plate was used before the surgery. The expressew gun did not work then the surgeon used firstpass to complete the surgery. During in-house engineering evaluation, it was determined that the device jaw was loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device date of manufacture is unknown at this time. UDI: (01)10886705027101(10)6721040910 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the device comes in used condition. Upon reviewing the device's jaw, it was found that is loose, it cannot be closed completely, therefore the device failed to capture the suture. No functional test was performed due to the loose condition of the jaw. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an excessive force was applied to the device's jaw, a fall in a hard surface, etc. Since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the jaw, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.